Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the down arrow keypad buttons were intermittently unresponsive and required multiple button presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no damage was observed. During testing, the up arrow and down arrow was found to be intermittently unresponsive; the ok and contrast buttons responded appropriately. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
Follow-up # 1 date of submission 1/08/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow and down arrow keypad buttons were intermittently unresponsive; all other buttons responded appropriately. During investigation, evidence of contamination was found under the down arrow key contact.